Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent tubing event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).